Event description:
Per the clinic, the patient experienced complications (the nature of which was not reported) which necessitated hospitalization and a lumbar drain. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced a cerebrospinal fluid gusher which necessitated overnight hospitalization (date not reported) and a lumbar drain. (B)(4). Implanted device remains.